Event description:
Reportedly, the physician experienced significant difficulties to obtain an optimal position for the ventricular lead. A first attempt was performed with a sorin lead (not approved in the u.s.) But failure to capture was observed, even after several repositioning attempts. Another lead was used (a non-sorin one), but the same difficulties were met with poor sensing and loss of capture. Eventually it has been possible to find a more typical placement which revealed r waves of 24.4 mv, threshold of 0.6 v at 0.5 ms, and an impedance of 918 ohms. The p waves measured 1.6 - 2.0 mv with a threshold of 1.1v at 0.5 ms, and impedance of 462 ohms. During the implant procedure, the physician commented that he could see calcification under fluoroscopy and that it likely cause of the non capture was due to this calcification and dead tissue. After the implant procedure, the atrial threshold had increased. The next day, it was noted that the pt experienced cardiac tamponade. This was treated and she was removed from the recovery room. At that time the ventricular lead was functioning appropriately and the atrial lead revealed some undersensing and a slightly higher atrial threshold. The device was programmed accordingly. On (B)(6) 2012, the company was informed that the pt had quietly passed away. Info given was that she had developed atrial fibrillation and was not receiving anticoagulation due to the recent effusion, and had experienced a right hemispheric stroke, leaving her with a decreased level of consciousness. The family wished for care only with no life support.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.